Event description:
It was reported that a touchscreen on a pump was cracked or shattered, rendering the screen black and non-functional, although the pump still started. There was no reported impact to the customer¿s blood glucose level. The device is being returned, and a replacement pump has been provided.